Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 133 mg/dl at the time of incident. The customer stated that the blood glucose was treated with the insulin pump. The customer stated that the insulin pump was not dropped or bumped. The customer stated that the insulin might have been exposed to moisture. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer was advised to use the recommended battery as soon as possible. The customer was advised that the battery cap will be replaced. The insulin pump will not be returned for analysis.